Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and (B)(6) 2010 and mesh and cf bard align mesh were implanted. It was not stated which product was implanted during which surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedures. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh implantation on (B)(6) 2007 concurrently with neovagina with graft, urethropexy, cystoscopy with calibration and modified sacrospinous fixation; the reasons for this procedure were stage ii cystocele and genuine stress incontinence. It was reported that the patient experienced erosion and underwent graft revision with the excision of foreign bodies on (B)(6) 2008. It was reported the patient underwent revision of graft, cystoscopy and placement of the align r retro pubic mid urethral sling system (bard) on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent removal of foreign body in vagina and revision of vaginal graft on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient underwent removal of foreign body in vagina and revision of vaginal graft on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).